Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose level was 540 mg/dl. The customer mentioned that there was sensor glucose value versus blood glucose value issue. They also received sensor updating error and change sensor alert. The customer also reported insulin flow block alarm which was resolved by changing complete set. It was unknown of the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.